Manufacturer narrative:
A ge representative evaluated the system and reseated the molex connector on the footswitch. System operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would not complete boot up, the red temperature light is on, and the system started to fluoro on its own. No patient injury was reported.